Event description:
The manufacturer was made aware of allegations by a user of a dreamstation auto CPAP machine has a blinking sim card, the machine gurgles when in use, the CPAP has burn marks near the dc power input on the device and the air pressure is too low. The user is also alleging an issue related to a CPAP device's sound abatement foam. The user states the power cord/power supply is hot to the touch and the device is noisy. The user alleges symptoms of fatigue, sinus irritation, ulcers in her sinus and that her right nostril is leaking cerebral fluid from her brain for which she was hospitalized. Additionally, she has symptoms of memory loss, chronic headaches and the user feels she is in danger of another brain leak again. The device has been received by philips on 7/26/2022 but is still in the process of investigation. A follow up final will be filed when the investigation is complete. If any additional information is received, it will be included in the final report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to a blinking sim card, the machine gurgles when in use, burn mark near power source on machine, air pressure is way too low, fatigue, sinus irritation, right nostril leaking cerebral fluid from brain and hospitalized. Ulcers inside sinus, memory loss, chronic headaches, in danger of brain leak again, device is noisy, device/power cord or supply too hot to touch. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the external parts of the device and found that there were signs of corrosion on the p4 power source connection. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer powered up the device and provides airflow. The manufacturer visually inspected the device internally and found that there were signs of water spots in the blower box and on the blower fan. The manufacturer found the secondary findings that the contamination in air inlet port. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown.

Manufacturer narrative:
Additional information was received on apr 04, 2023, and section h11 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to a blinking sim card, the machine gurgles when in use, burn mark near power source on machine, air pressure is way too low, fatigue, sinus irritation, right nostril leaking cerebral fluid from brain and hospitalized. Ulcers inside sinus, memory loss, chronic headaches, in danger of brain leak again, device is noisy, device/power cord or supply too hot to touch. There was no report of serious patient harm or injury. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected.